Event description:
The sales rep reported that post to having an acl procedure done on (B)(6) 2015 the patient was experiencing pain in the area of where the repair was done. The patient went for a post-op appointment with the surgeon and x-rays revealed that about an inch piece of nitinol guide wire from the rigidloop adjustable acl disposable kit was left in the joint. The guide wire was removed during the revision which was on (B)(6) 2015; the surgeon was able to pull it out of joint with a scope with no patient consequences or delays. The sales rep reported that everything looked good and ok after the revision.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that post to having an acl procedure done on (B)(6) 2015 the patient was experiencing pain in the area of where the repair was done. The patient went for a post-op appointment with the surgeon and x-rays revealed that about an inch piece of nitinol guide wire from the rigidloop adjustable acl disposable kit was left in the joint. The guide wire was removed during the revision which was on (B)(6) 2015; the surgeon was able to pull it out of joint with a scope with no patient consequences or delays. The sales rep reported that everything looked good and ok after the revision.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.